Manufacturer narrative:
(B)(4). Cartridge lockout. The ecr60g cartridge reload was received for analysis with no visual non-conformances and partially fired 1/10. It is possible that while loading the cartridge reload, the cartridge was pushed farther back than the cartridge alignment stop windows, resulting in the knife pushing the one piece sled forward, locking the cartridge and pushing staples upwards. The returned cartridge reload was tested for functionality by resetting and loading it into a test device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. Event could not be confirmed as no device was received for analysis. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during an unknown procedure, when the surgeon fired the device, only one third of the tissue could be anastomosed. Another device was used to complete the procedure. There were no adverse consequences for the patient.